Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned by manufacturer.

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights- alm. As it was stated, the paint was chipping from the light arm. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into sterile field or during procedure might be a source of contamination. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light alm. It was stated that the paint was chipping from arm of a device. There was no injury reported, however it was decided to report this issue based on the potential as paint chipping might lead to an adverse event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the issue is single and isolated event related to alm surgical light. Unfortunately, due to the limited information available, we were not able to establish the exact root cause and sequence of events, which have led to the issue covered by this investigation. As already explained in the previous parts of this investigation a surgical light, which played a role in this incident, is considered as a legacy device. We believe that all remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of additional manufacturer narrative/corrected data section. This is based on the result of an internal review. #h10: previous additional manufacturer narrative/corrected data: getinge became aware of an issue with a surgical light alm. It was stated that the paint was chipping from arm of a device. There was no injury reported, however it was decided to report this issue based on the potential as paint chipping might lead to an adverse event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the issue is single and isolated event related to alm surgical light. Unfortunately, due to the limited information available, we were not able to establish the exact root cause and sequence of events, which have led to the issue covered by this investigation. As already explained in the previous parts of this investigation a surgical light, which played a role in this incident, is considered as a legacy device. We believe that all remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected additional manufacturer narrative/corrected data: getinge became aware of an issue with a surgical light alm. It was stated that the paint was chipping from arm of a device. There was no injury reported, however it was decided to report this issue based on the potential as paint chipping might lead to an adverse event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the issue is single and isolated event related to alm surgical light. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint. Nevertheless, the parts impacted by serious damage must be replace. We believe that all remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no trend in complaints of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).